Event description:
Dialysis catheter being used for treatment. When attempting to peel the peel-away valved sheath, it would not split down the center. The off-center break made it difficult to peel down and hemostats were used to leverage the sheath and complete the peel. There were no pt complications. No samples were returned.

Manufacturer narrative:
A review of the device history records was performed for the indicated packaging and component lots for any deviations related to the reported defect of the complaint. The review confirms that the lots met all material, assembly and performance specs. The (B)(6) 01/2009 complaint report was reviewed for the issue of sheath peel failures in the dialysis plus catheter product family. No adverse trends were noted. The sheath is a purchased component for (B)(6). As no sample was returned, the supplier, (B)(4) was notified of the event via a scar for informational purposes. Incoming inspection process controls currently in place for the sheath include a visual inspection to ensure the sheath is free of damage or defects, as well as a test to ensure the sheath breaks at the hub and peels properly. Without receiving a used sample for eval, the definitive root cause for the reported incident is unable to be determined. (B)(4).